Event description:
It was reported the implantable neurostimulator (ins) was replaced. It was stated the patient thought there was ¿something wrong¿ with it because it was not even three years old. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Follow up information received reported that the patient still had concerns regarding their device therapy but was working with their doctor and manufacturer¿s representative. An appointment of (B)(6) 2014 was noted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v689338, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).